Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure the physician found the catheter "deformed" or "dented". Another kit was used to finish the procedure.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one, opened psi kit for analysis. No definite signs of use were observed. Visual analysis revealed that the sheath was kinked adjacent to the juncture hub. The protective guard was also kinked in the same location. Microscopic examination confirmed the damage. No significant damage was observed on the kit tray. The catheter body was kinked at 22-32mm from the juncture hub. The catheter body total length measured 99mm , which is within the specification limits of 98mm-102mm per the catheter product drawing. The catheter body outer diameter measured 4.64mm, which is within the specification limits of 4.59mm-4.71mm per the catheter extrusion product drawing. Quality engineering from the manufacturing/packaging site for this product were consulted for further analysis. The appearance and location of the damage are consistent with the sheath coming in contact with other components within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. Based on the available information, it cannot be confirmed when the damage to the sheath occurred, therefore the root cause cannot be determined. Additionally, a review of complaint history of si-11142 over the past two years was performed. A total of 7 similar complaints (8 occurrences) were identified out of a total of 75,129 ea distributed in that time frame. No patient injuries were reported for any of the 8 occurrences. A device history record review was performed with no relevant findings. The report of a kinked catheter was confirmed through complaint investigation of the returned samples. Visual analysis revealed that both returned catheters and protective tubing were kinked. Despite the damage , the catheters met all relevant dimensional and functional requirements. Per feedback from quality engineering, the appearance and location of the damage are consistent with the sheath coming in contact with other components within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. Based on the available information, it cannot be confirmed when the damage to the sheath occurred, therefore the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure the physician found the catheter "deformed" or "dented". Another kit was used to finish the procedure.